Manufacturer narrative:
Device evaluated by MFR. : promus elite ous mr 12 x 2.75mm stent delivery system (sds) was returned to the complaint investigation site (cis). No issues were noted with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. The stent was not returned. Balloon cones were reviewed and were subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6). 2024. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 12 x 2.75mm promus elite drug eluting stent was advanced for treatment. However, it could not cross the lesion due to very tortuous anatomy of the vessel even after multiple attempts. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent detached/separated.